Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) over two months ago. The recent voltage was ts asked what the battery voltage 2.55 v and the charge times were 23.3 seconds. The patient had elected to wait another month to have this device replaced. Technical services discussed available therapies. No adverse patient effects were reported.

Manufacturer narrative:
The device was later electively explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.